Event description:
It was reported that the device was used during a low anterior resection. It was reported that the instrument did not cut and did not staple. The surgeon used another stapler and used the same head that was already sutured in the rectum with the purse string. He fired the instrument and it worked perfect. There were no consequence to the patient.